Event description:
The customer reported that there was a bug on the screen during fluoroscopy and the left monitor would not work, which prevented work. The field engineer noted that fluoroscopy stopped during an exam. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.